Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported there was air in the tubing. Customer blood glucose was unknown. Customer declined being transferred for troubleshooting assistance. No further information reported.